Manufacturer narrative:
(B)(4).

Event description:
It was reported that a device had high impedances. The reporter stated that the impedance values were greater than 2000 ohms, which weren't "so high," but there was no effect. It was reported that there was going to be a revision and the right lead would be measured intraoperatively. There were no patient symptoms, and the patient suffered no injury or adverse event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that high impedances were reported with no therapy. Intra-operative measurements showed that the impedances on the right side were between 2,500 and 3,100 ohms while the lead was connected to the extension. It was then stated that an impedance measurement directly on the lead showed high impedances on the same electrodes, but these values were not consistent with the values that showed when the lead and extension were connected. The health care provider (hcp) thus decided to replace the extension and adapter with an extension directly connected to the battery. The patient had good therapy after and this proved that there was nothing wrong with the lead. The extension and adapter will not be returned and the impedance problems were most likely caused by contact problems.

Manufacturer narrative:
Product ID: 7482, serial# unknown, product type: extension. Product ID: 64002, serial# unknown, product type: adapter.